Event description:
A nurse reported that an intraocular lens (iol) was noted to be cracked at the haptic/optic junction after lens insertion. The lens was removed and replaced during the same procedure. In a f/u, the nurse further reported that the wound was enlarged in order to remove and replace the iol. The pt experienced increased pain and bleeding as a result. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. Root cause: no sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 01/14/2011 and 01/31/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).